Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The following day, the patient was hospitalized for the event. The same day, the patient began treatment with vancomycin, fortum and amikacin (doses, frequencies, duration and routes of administration not reported) for the event of peritonitis. At the time of this report, the patient outcome of this event was unknown. The action taken with dianeal therapy was not reported. No additional information is available.